Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the paravalvular leak was unknown, however progression of disease process and/or cardiac remodeling may be contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(B)(6) study, patient (B)(6). As reported by our affiliates in (B)(6), approximately two years and five months after the implant of a 23 mm sapien 3 valve in the aortic position, the patient was hospitalized due to a paravalvular leak. The patient¿s echo showed a non-stenosed valve, without dysfunction, but with a paravalvular leak. A valve in valve procedure has been planned. At the time of the report, the patient was discharged.

Manufacturer narrative:
Medical records were received. Per the echo report, the valve was not stenotic, without dysfunction, but with moderate para-prosthetic leak. The mean gradient was 11mmhg. The paravalvular leak was due to a ¿poor valve deployment¿ and a valvuloplasty (bav) with a non-edwards balloon was performed. The pvl was not resolved with the bav, but no actions have been planned to resolve it. The patient had a hemispheric ischemic stroke with right facial paralysis post valvuloplasty. The patient was stable and with sequelae post stroke.

Manufacturer narrative:
Additional information was received. Approximately 1 month after the patient was hospitalized due to paravalvular leak, the patient was re-hospitalized for congestive heart failure due to valvular aortic insufficiency. A valvuloplasty was performed and medication was given to treat the patient. The patient was discharged approximately 2 weeks later.

Manufacturer narrative:
Reference CAPA-(B)(4).